Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Technical support decided to replace pump and advised customer on using manual injections as backup therapy. Customer was informed to return faulty pump and was given guidelines for managing replacement pump, including updating software and handling return process.